Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-02466. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Patient reported "have had complications". Patient later reported "capsular contracture but baker grade is unknown". Patient later reported "pain, lumps," capsular contracture, baker grade unknown and rupture". This record is for the right side. The device remains implanted.